Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. The reporter stated "there was an issue with the battery - meter was charging and showing 'battery charging'. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.